Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to deliver 5 joules of defibrillation energy to the patient, using internal paddles, the device failed to deliver the energy. There were no reports of adverse effects to the patient as a result of the reported issue. No further patient or event information was provided.